Event description:
Pt reported was getting high results (132, 103, and 107 mg/dl) on surestep meter while having hypoglycemic symptoms (shakes/tremors, weakness and hunger). There was no allegation of harm.